Event description:
It was reported that during a suprarenalectomy procedure, laparoscopic surgery had to be converted due to proximity of big vessels and no more harmonic scalpel instruments available. Extended surgery and stay of pt in hospital by three days.